Event description:
Psuedopustule, fever. The pt underwent a hysteromyomectomy in 2000. Prior to closure the surgeon placed one sheet of seprafilm. Post surgery the pt developed fever (102.2f), which persisted despite treatment with various antibiotics. A MRI suggested pseudopustule near the site of seprafilm placement. The actual location of seprafilm placement was not indicated in the report. Thirteen days later the pt underwent a re-laparotomy which revealed adhesion or peritoneum around the surgery site. Drainage of the pustule was done and the excrement was yellow pus. Inflammation was also noted at the site of seprafilm placement. In 2000 mrsa was detected in the pt. Pt was treated with vancomycin and the fever subsided. A patch test was performed for seprafilm and ha which was negative. The outcome of the event is unknown at this time.